Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the maverick 2 balloon catheter. There was blood in the inflation lumen and contrast in the balloon. Microscopic examination revealed that the balloon was loosely folded with a 7.5mm longitudinal balloon tear from the middle to distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.0x20mm maverick balloon catheter was advanced for dilation. However during the second inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.0x20mm maverick balloon catheter was advanced for dilation. However during the second inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.